Manufacturer narrative:
Device investigation narrative - one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment shows no suture or ts remain on the insertion needle, but where returned for examination. The suture/t construct is missing t1. The distal end of the depth limiter is crumpled, this condition is consistent with over penetration, which likely caused t2 to become dislodge from the needle during deployment of t1. Actuator is in its t2 pre-deployment position indicating a deployment of t1 and pre-deployment of t2. Functional assessment found the device to cycle as intended. The described failure is related to a root cause investigation that was opened. As part of the investigation a design change was implemented to address this failure mode. The device in question was manufactured prior to this change. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that both t1 and t2 simultaneously deployed. A backup was used to complete the procedure. Both implants were implanted and removed successfully and without issue. There was no report of patient injury or procedure delay associated with the alleged event.